Event description:
Complainanat alleged that during bioned testing the device intermittently would not power up with battery power. Complainant indicated that there was no pt in the reported malfunction.